Manufacturer narrative:
A2: age at time of event, a3a - sex, a4 - weight,a6 - race, a5a /a5 - ethnicity and a5b / a6 - race: updated. E1: first name, e1 - last name, e1 - title, e1 - email, e3 - occupation and e4 - initial report sent to FDA: updated. G2: report source: updated.

Event description:
Subsequent to the initially filed report, the following information was received: the fourth proglide device was not related to this procedure. Additionally, a user medsun report was received that states: "describe the event or problem: three perclose proglide devices failed during pfa [pulsed field ablation] ablation case. Failing noted at the deployment part "sutures snap." No harm to the patient. A fourth perclose proglide device successfully used. All four devices were from the same lot. Another device failed on [redacted] with same lot #, different provider. What was the original intended procedure? : pulse field ablation (pfa) with ensite 3d mapping for atrial fibrillation. What problem did the user have:device failed (e.g. Broke, couldn't get it to work or stopped working) ; device malfunction - that is, the device did not do what it was supposed to do; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;" no additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned analysis. The reported needle to cuff missed was observed as malposition of the suture. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulsed field ablation (pfa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with three proglide devices in a row. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16.8f sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A fourth proglide device was received by the abbott returned goods lab. Analysis of the device found that there was no evidence of insertion or device use in the patient. Follow-up with the account provided no information regarding this device. No additional information was provided.